Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fine focus has failed. Upon functional testing the fse found that the cause of the issue was small focus defect in x-ray tube. Review of the system log file showed x-ray tube defect. The fse replaced the frontal tube and calibrated the dose kvp. After replacement of the x-ray tube and calibration of dose kvp, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the fine focus has failed. The device was in clinical use. Philips has started an investigation of the complaint.